Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2026, wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.